Event description:
A home hemodialysis pt has reported a dial valve issue occurred during treatment. The machine alarmed. The pt terminated treatment and manually return approximately half of the blood in the circuit. The pt's estimated blood loss was less than 100cc's due to pt not manually returning all blood in circuit. The pt had no adverse effects and no medical intervention was required. The manufacturer's technician replaced the actuator test board and machine passed all tests. Machine was returned to service.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.